Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnosis: thoracolumbar scoliosis t3-l3. For which, patient underwent following procedures: t3-t12 osteotomy and correction of scoliotic deformity; t3-l3 posterolateral fusion with bone morphogenic protein along with local bone graft and allograft ¿dbm¿ supplementation; t3-l3 pedicle screw instrumentation with expedia pedicle screw set. Per op notes, two packs of bmp-2 along with autograft were placed along the right lateral gutters. Patient tolerated the procedure well with no complications reported. On (B)(6) 2007: patient presented with following pre-op diagnosis: scoliosis. For which, patient underwent following procedures: posterior spine instrumentation and fusion from t2 to l3 with spinal osteotomy, smith-peterson type, performed at t3-4, t4-5, t5-6, t6-7, and t7-8. Per op notes, decortication was performed using osteotomes on the entire exposed spine to ensure fusion. After doing this, bone graft material as well as bone morphogenic protein was placed in the spine and then the wound was closed in layers with deep drains. Operative blood loss was approximately 2 liters. The patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.